Event description:
A (B)(6) male pt's girlfriend contacted zoll customer support to report a damaged wire. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation that distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in a loss of communication between the rear therapy electrodes and dn and the add gel/ replace belt messages. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.